Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms and loss of capture. A lead fracture was suspected. It was noted that the patient was not pacemaker dependent. The patient was referred to an electrophysiologist. No adverse patient effects were reported. The lead remains in service.